Event description:
It was reported the handpiece was heating up.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). No testing methods performed.

Manufacturer narrative:
Device available for eval: (B)(4) 2013. The returned device was evaluated per the manufacturing acceptance criteria. Drill passed all criteria including the temperature test.